Event description:
Healthcare professional reported, left side rupture. Granuloma, and silicone migration. Device has been explanted and replaced. Device discarded.

Event description:
Healthcare professional reported left side rupture, granuloma, and silicone migration. Device has been explanted and replaced. Device discarded.

Manufacturer narrative:
Continued to e.1.: phone number: (B)(6). Continued h.6. Health effect- impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma and silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma, and silicone migration. Visual analysis of the photographs identified: granuloma: unable to observe as it is a medical event that is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.